Manufacturer narrative:
It was reported that the transport chair front wheel is wobbly and going to fall off and makes lots of noise. I enclosed pictures of the wheel. It sounds like it's about to fall off when using. Upon inspection, I believe that the wheel is not holding properly like the right wheel is . There isn't a way I can tighter the wheel to hold in place. The pictures show the silver is showing on this wheel, it is loose. I feel like the wheel is going to fall off at any time. I need to be able to tighten this wheel, but there's no way I can do that. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the transport chair front wheel is wobbly and going to fall off and makes lots of noise.